Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient re-contacted dexcom on (B)(6) 2016 and reported that they tried using several sensors which was unsuccessful. Patient was advised to forget all bluetooth devices, close all applications, reset smart device, and re-launch the g5 application. No additional patient or event information is available.